Event description:
Information received indicates the bed has no functions from the side rail controls.

Manufacturer narrative:
The technician found that both of the side rail ucm cables and ucm boards were defective. The technician replaced the ucm cables and ucm boards to repair the bed.